Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient received an alert for high, out of range, high voltage lead impedance. Trend review showed out of range measurements. These measurements were not reproduced in clinic. The patient and lead will continue to be monitored.